Manufacturer narrative:
Manufacturer¿s investigation conclusion. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced tarry stools and dip in hemoglobin (hgb) in rehab. Patient was admitted on (B)(6) 2020 gastrointestinal bleed (gib) workup. Esophagogastroduodenoscopy (egd) and push enteroscopy on (B)(6) 2020 revealed active bleeding in the proximal jejunum, which was treated with argon plasma coagulation (apc). Patient's hgb returned to baseline and remained admitted until inr becomes therapeutic. No further information was provided.